Event description:
It was reported that one day post implant of the right ventricular lead it no longer had any slack and the threshold was elevated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.